Event description:
Case description: investigation results: name: novopen 4, batch number: evg3514. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following investigation results updated device tab: is non reportable and malfunction fields updated EU/ca tab: final report check box ticked, expected date of follow up report was removed, further investigation line updated, device narrative regenerated. Device addendum: annex b c d g codes updated. Company causality updated for events. Narrative updated accordingly. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information available. Final manufacturer comment: 21-jul-2025: the suspected device has not been returned to novonordisk for investigation. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Product handling error such as storing the device with needle attached between injections can affect the functionality of device. No conclusion is reached. H3 continued: evaluation summary. Name: novopen 4, batch number: evg3514. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood sugar increased [blood glucose increased] a crack in the part where the novopen 4 cartridge holder connected to the body [device breakage] causing it not to hold tightly and preventing the piston rod from releasing [device loosening] leading to an unsuccessful injection. [Device failure] stored the pen with the needle attached [product storage error] the patient also didn't test the fluidity of the insulin before injection [wrong technique in product usage process]. Case description: this serious spontaneous case from china was reported by a consumer as "blood sugar increased .(blood sugar increased)" with an unspecified onset date, "a crack in the part where the novopen 4 cartridge holder connected to the body(device breakage)" with an unspecified onset date, "causing it not to hold tightly and preventing the piston rod from releasing(device component loose)" with an unspecified onset date, "leading to an unsuccessful injection.(device failure)" with an unspecified onset date, "stored the pen with the needle attached(device stored with needle attached)" with an unspecified onset date, "the patient also didn't test the fluidity of the insulin before injection.(wrong technique in product usage process)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", patients height, weight and bmi (body mass index) were not reported. Dosage regimens: novopen 4: medical history was not provided. On an unknown date, there was a crack in the part where the novopen 4 cartridge holder connected to the body, causing it not to hold tightly and preventing the piston rod from releasing, leading to an unsuccessful injection. The patient's blood sugar increased, resulting in hospitalization (onset and duration not reported). The patient did not use disposable needles and stored the pen with the needle attached. The patient also didn't test the fluidity of the insulin before injection. Batch numbers: novopen 4: evg3514. Action taken to novopen 4 was not reported. The outcome for the event "blood sugar increased, resulting in hospitalization. (Blood sugar increased)" was not reported. The outcome for the event "a crack in the part where the novopen 4 cartridge holder connected to the body (device breakage)" was not reported. The outcome for the event "causing it not to hold tightly and preventing the piston rod from releasing (device component loose)" was not reported. The outcome for the event "leading to an unsuccessful injection. (Device failure)" was not reported. The outcome for the event "stored the pen with the needle attached (device stored with needle attached)" was not reported. The outcome for the event "the patient also didn't test the fluidity of the insulin before injection. (Wrong technique in product usage process)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information available.